Event description:
The customer stated that she had received 2 new bottles of test strips and noticed one of the bottles was broken and in a plastic bag. She transferred the test strips to a different bottle. She mentioned that her blood glucose readings had been higher than usual, but she did not allege any adverse events. The test strips were returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the returned reagent to read an average of 334 mg/dl high, out of specification. The reagent also read e11 which confirms exposure. Performance was satisfactory using iqa retention reagent. No test strips information was provided because the customer disposed of the original bottle.